Manufacturer narrative:
Result: missing motion interrupt pan.

Event description:
It was reported by service report that the left and right head end siderails could not be locked in the intermediate and up positions. It was further reported there were cracked siderail panels. No patient involvement or adverse consequences are reported.